Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address- (B)(6).

Event description:
It was reported that duodenovideoscope had rust present on distal end. The event occurred during inspection for use. There were no reports of patient involvement.